Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The up and down button does not operate. There is a temporary bad connection in the conductive path between the zif-connector and the flexprint which led to a non-functioning up and down button.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.